Event description:
While unpacking the guidewire, the physician noted that the device was broken. The device was not used. The procedure was completed using another of the same guidewire. This occurred outside the patient so there was no direct contact with the patient and no clinical consequence.

Event description:
While unpacking the guidewire, the physician noted that the device was broken. The device was not used. The procedure was completed using another of the same guidewire. This occurred outside the patient so there was no direct contact with the patient and no clinical consequence.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the limited information available the guidewire breakage may have been caused by excessive force applied to the device to overcome resistance while being removed from the dispenser hoop. The damage noted to the device related to the manner in which the device was handled. Therefore, a root cause of handling damage has been assigned to the event.